Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient inspected the site, and it was found that the infusion set cannula was bent. The patient reported a high blood glucose (bg) level of 357 mg/dl. The patient obtained their bg value from a continuous glucose monitor (cgm) and was unable to confirm it with a bg meter. The patient noticed symptoms 3 or more hours after insertion and the infusion set was not in use for more than 72 hours. The site was inserted in the abdomen and the patient regularly rotates site locations. The site area was not impacted in any way and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient attributes the high bg to the infusion set issue. The resolution is for the patient to replace the infusion set and resume insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.